Manufacturer narrative:
The device history record and supplier information were reviewed, and no irregularities were noted. Meanwhile, we cannot rule out the possibility that this event was caused by either other intraoperative factors or other factors related to postoperative management. This product was ensured by sterilization validation, and the possibility that it was the direct cause of the "infection" developed this time can be ruled out. The osferion bone void filler package insert states in the following section: <adverse events> infection this report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent periarticular knee osteotomy with artificial bone graft. Approximately 3 months after the procedure infection was detected. The patient was followed up after the administration of antibiotics. The condition subsided eventually. This case was considered as deep infection.